Manufacturer narrative:
(B)(4). It was reported that the device had performance breakage suture. It was received for analysis an opened sample. During the visual inspection of open sample; the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the opened sample, no performance breakage suture was observed, and the tested sample meet the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mjh225, eh7477h and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke when applying tension during continuous suturing. There were no adverse patient consequences reported.